Event description:
Caller states that the pump has been programmed incorrectly. It programmed at 260 ml/hr instead of 60 ml/hr.

Manufacturer narrative:
Pump was not returned. Attempts were made to obtain more info about who and how the program was set, pump serial number, and pt involvement info with no response. Therefore, a DHR could not be performed.